Event description:
It was reported that this was a bilateral suture placement in the right and left common femoral arteries (rcfa and lcfa) using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, one prostyle suture snapped [broke] during the procedure in the rcfa and one prostyle device suture snapped [broke] during the procedure in the lcfa. The sheath was upsized to 9f sheath at both access sites before being upsized again to 12f in one access site and 16f in the other access site. The evar procedure was completed. Hemostasis was achieved with a non-abbott device at both access sites. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported suture separation. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique, (tensioning angle not coaxial) or suture/ nick damage. The treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.